Manufacturer narrative:
Literature citation: reddy et al., (march 29, 2020). Won't get a stroke but now I can't breathe. Jacc, 75(11). B3: event date estimated using the first of the month of the literature publication date.

Event description:
Reported via journal article. It was reported that there was tissue damage. A patient with past medical history of cor pulmonale and severe pulmonary artery hypertension (pah) had a left atrial appendage (laa) closure procedure. A watchman access sheath (was) was inserted, and a watchman delivery system and closure device was positioned, and the closure device was subsequently implanted. At the 45-day routine follow-up, transesophageal echocardiogram (tee) evaluation was performed and revealed a residual right to left shunt across the atrial septostomy site causing a residual iatrogenic atrial septal defect (asd). The patient also presented with dyspnea and persistent hypoxia. Due to the presenting symptoms, the physician decided to percutaneously close the asd with a non-boston scientific (bsc) device. In the patient's follow-up, the symptoms and hypoxia resolved.